Event description:
(B)(4) - after an implantation time of about 49 months, it was reported that the physician suspected a lead fracture on the associated ICD led. No deterioration of the patient's state of health was reported. The device was explanted. The date of implant was not provided.

Manufacturer narrative:
(B)(4).